Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. The customer's blood glucose (bg) was "high", although a specific value was not given. Customer required assistance and was given a correction bolus via pump and place into bed. A replacement pump was sent to the customer to resolve the issue.